Event description:
It was reported that during pocket revision, an insulation anomaly was noted on the atrial lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 28.2 to 28.6 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.